Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected user facility occupation code and health professional flag. Evaluation summary: (B)(4) preliminary analysis found that the battery was at rrt (recommended replacement time) with a telemetered value of 2.59 volts. The current drain level was higher than normal for this device and the cause of the early battery depletion. Upon further analysis, abnormally high current drain was confirmed. The source of the high current drain was traced to a tantalum battery filter capacitor.

Event description:
It was reported the device was at eri (elective replacement indicator) after 28 months. The device was explanted and replaced. No patient complications were reported as a result of this event, and the patient outcome was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.